Event description:
Synovitis. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a female patient, initials unknown, with kellgren-lawrence grade 4 osteoarthritis in left knee. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for two previous courses of synvisc (age at the time of first course was (B)(6)). On an unspecified date, the patient initiated third course of intra-articular synvisc (hylan g-f 20) injection (dosage regimen not provided) in left knee. The lot number of synvisc was not provided. On (B)(6) 2003, the patient received third injection of the third course into left knee. On (B)(6) 2003, the patient experienced synovitis in left knee. On an unspecified date in (B)(6) 2003, the patient experienced left knee effusion and 20 cc of mildly turbid yellow fluid was aspirated. The patient received treatment with 1.3 cc of betamethasone. On (B)(6) 2003, (after 7 days) the patient recovered from the event of synovitis in left knee. The outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis in left knee was moderate and mild for the event of left knee effusion. The reporting physician assessed the relationship between synvisc and the event of synovitis in left knee as definitely related and did not assess the relationship between synvisc and left knee effusion. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.